Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: during testing, it was observed that the battery compartment was cracked at the case seal below the bumper. Unrelated to this issue, it was observed that the display screen was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6)2016.